Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a foreign object detected in the electrode groove, and the cable was cut a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the foreign object being caught could not be determined. The cable cut was caused by a component failure of cable. The cause of the cable cut could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device did not work during a therapeutic hepatectomy procedure. The device was replaced with a new similar device and was completed normally. There were no reports of patient harm.